Event description:
It was reported that a patient presented with migration of the device and dislodgement of the system leads due to twidder's syndrome. This was confirmed with x-ray imaging. No electrical malfunction was reported. The system was revised during surgical intervention on (B)(6) 2025. The device was revised and the leads were extracted and replaced. The patient was stable throughout.

Event description:
Related manufacturer reference number: 2017865-2025-27892. Related manufacturer reference number: 2017865-2025-27896. Related manufacturer reference number: 2017865-2025-27901. It was reported that a patient presented with migration of the device and dislodgement of the system leads due to twidder's syndrome. No electrical malfunction was reported. The system was revised during surgical intervention on (B)(6) 2025. The device was revised and the lads were extracted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event was lead dislodgement due to twiddler's syndrome. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.